Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the pump was not returned after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Additional information was requested but was not provided.

Manufacturer narrative:
Section g4: manufacturer's aware date was inadvertently omitted from the previous report. The correct date was 06apr2020. Section h4: correction no further information was provided. The manufacturer is closing the file on this event.